Event description:
Punched in 7 on IV pump and pump read it as 77. Dose administered to pt. Tetanic contraction resulted. Later determined that this is generic problem with all pumps of this MFR and model.

Event description:
Incident: received phone call from the customer stating he was able to press a number key on the signature device and get a double number. For example, if he pressed the 5 key lightly and prolonged, 55 would be programmed in the rate. The customer reported that he was able to duplicate this on 3 other se devices. During follow up investigation, co was able to intermittently duplicate this event. Successful duplication was found to be very technique intensive, requiring a very light touch, slightly off center, combined with an appropriate duration of press. The customer reported that a nurse was programming a pump and noted she did this and did not connect to the patient or press start because she noted the programming error. Programming the pump is a multi step process of entry, confirmation and pressing start. The device does provide an audio feedback beep with each key press. In the reported event a double beep sounds alerting the user of the double entry. The user should always verify that the correctparameters are programmed prior to pressing start. The user reportedly did follow the dfu and noted the incorrect program. The user corrected the rate and then started the infusion. The customer wanted to inform alaris of this issue and ask for the feedback. The customer believes this issue has happened on at least 2 other infusions; that the rate was programmed asa double digit and thought it was a programming error. The return of the devices was not requested since it was not required to evaluate the reported event. Investigation summary: the customers reported complaint could be reproduced. The condition was duplicated intermittently by pressing keys off-center, and was most easily observed when the pump was mounted on a mobile pole about three and a half feet up such that it moved away when keys were pressed. Duplication is very technique sensitive - normal, purposeful key presses do not result in double entry. In all cases and in any input field of the device the key strokes are followed by an audible tone. The user has to validate the entry by pressing the enter key. The rate field changes after enter is selected, and the led module will update with the new rate in bright green, providing the clinician with visual confirmation of rate settings. The infusion will begin at this new rate once the clinician presses the run key. The hypothesis that duplicate key presses is resulting in over infusions was investigated by examination of the signature edition complaint files. Over the past three and a half years there have been a total of 53 complaints of overinfusion for this pump. Detailed examination of the investigation files indicates that only 2 of these reported over infusions were potentially caused by a duplicate key press. The two additional reports of over infusion from this account bring the total to five. The number of field pumps during this time period increased linearly from 24,000 to 76,000, with an average of 50k pumps. This amounts to approximately 256 million infusion starts during that time period. This equates to likelihood of over infusion due to this keypad characteristic less than 1 in 50,000,000. The keypad characteristics related to this report have not changed since the inception of this product in 1995. To date there have been only a single confirmed occurrence of over infusion caused by this condition. A clinician is always present when the pump is programmed. When a signature edition key press is made there are two feedback mechanisms provided to the clinician. First, there is an audible tone. In the case of the duplicate key press condition described in this complaint there are two tones given in rapid succession. In addition, the display indicates numerically the numbers that have been depressed. The infusion does not start until the operator first confirms the entry by pressing enter and then begins the infusion by pressing run.